Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a procedure performed on (B)(6) 2018. According to the complainant, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device was detached. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.